Event description:
During a cystoscopy using the wolf cystoscope sheath_8650.021, a small piece of metal flaked into the patients bladder. Metal flake was removed with no further complications. No pt injury occurred.